Manufacturer narrative:
Reference: (B)(4). Post market vigilance (pmv) led an evaluation of one reload. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws clamped. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the reload was not engaged properly during loading. A review of the device history record indicates this device lot number was released meeting all quality specifications.

Manufacturer narrative:
Tracking number: (B)(4).

Event description:
According to the reporter: during a sleeve gastrectomy, firing was attempted. After the second squeeze, the stapler blocked up and the surgeon couldn't finish the firing. At the end, the loading unit didn't open after moving back the firing knob. This situation caused tissue damage and an unfinished staple line. The surgeon elaborated on the nature of the tissue damage; this means that there were rough edges around the tissue that was cut. However, this damage was not irreversible and was remedied using a competitor's product. The surgery was completed as expected, and the patient is reported to be doing fine.